Event description:
It was reported that the patient had infection. The infection was not related to abbotts' devices. The patient's implantable cardioverter defibrillator (ICD), the right atrial and the right ventricular leads were explanted due to the infection. The patient was in stable condition.

Event description:
It was reported that the patient had infection. The infection was not related to abbotts' devices. The implantable cardioverter defibrillator (ICD) was also noted to have eroded through the skin. The patient's ICD, the right atrial and the right ventricular leads were explanted due to the infection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.